Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in hospital following multiple inadequate defibrillation therapy episodes. Upon interrogation, episodes of oversensing, increased sensing threshold and increased pacing impedance were observed on the right ventricular (rv) lead. The issue was resolved by capping and replacing the rv lead. The patient was in stable condition.